Event description:
Upon removing the bovie pad, a less-than dime size spot of blood was noted. After washing the blood away with saline and 4x8 gauze, a pinpoint sized injury was noted. It was red and sluggishly bleeding. There was approximately a 2in x 1/2in blushish area next to the site. Also noted the corresponding area on the bovie pad had blood on it and was puckered.